Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 128 and 50mg/dl. Tests were done within 10 mins. Pt was using "separate finger sticks". Pt did not experience any adverse events. No further info has been reported.